Event description:
Customer called to report when picking up a child customer noticed that the reservoir door was open. When replacing the reservoir customer aslo noticed that it seemed that insulin had been injected. Later customer went to the emergency room but was not admitted. Customer disconnected from the pump until the following morning and gave self an injection for high bgs. The customer was instructed to contact the physician for further instructions as a backup plan. The pump was not worn in a case.